Event description:
It was reported that (1) device was used during a resection procedure. It was reported by the affiliate that the tlc55 fired an incomplete staple and cutting line. There was no consequence to the pt.